Event description:
The facility's biomedical engineer had reported an infusion pump with a bad air-in-line detector failure code. The pump was sent in to service where a failure code 810:11 had been discovered during the evaluation process. The facility's biomed had reported that no patient injury or medical intervention was related with this pump.